Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was over 600 mg/dl. Customer treated their high blood glucose levels via manual injection and insulin pump. Customer's blood glucose value was over 600mg/dl. All night monday night blood glucose value was 536mg/dl and 600mg/dl on the meter. Later the blood glucose value was 398mg/dl when put it back on. Earlier the blood glucose value was 581 at 5:30 am but gave a manual insulin and it came down to 466 and gave me 14 u. It came to 398mg/dl so put the pump back on and put in 20 carbs and 5.3 u bolus. And at 1:27 customer was at 437mg/dl. Customer¿s current blood glucose level was 408 mg/dl. Customer was admitted to the hospital on (B)(6) 2018 at 5:00 pm due to high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer experienced sore throat, shortness of breath and treated their high blood glucose via insulin drip. Customer advised they had a bent cannula and they changed out their infusion set. Customer was advised replacement infusion sets would be sent out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device had cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window, minor scratched display window and cracked battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).